Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the staples were not closed to a b shape. Stitched the tissue to complete the case. There was no patient consequence.